Event description:
It was reported that the lead dislodged into the pericardial space. The lead was capped and replaced on (B)(6) 2012. On (B)(6) 2012, the physician decided to fully explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification. Analysis was normal. No anomaly was found.